Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two years after implant, the lower part of the implantable cardiac defibrillator (ICD) was eroding through the skin. The ICD and ventricular lead were explanted due to infection. No further patient complications have been reported as a result of this event.